Event description:
Medtronic received information via literature regarding conduction disturbances in patients who underwent transcatheter aortic valve implantation (tavi). All data were retrospectively collected from multiple turkish centers. The study population included 124 patients who were predominantly female with a mean age of 77.25 years. All patients were implanted with a medtronic corevalve bioprosthetic valve (unique device identifier numbers not provided). Among all patients, adverse events included: right bundle branch block (rbbb); left bundle branch block (lbbb); first, second and third-degree atrio-ventricular (av) block requiring permanent pacemaker implant. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: duran et al. Association between fragmented qrs and postprocedural rhythm disturbances in patients who underwent transcatheter aortic valve implantation. Rev assoc med bras (1992). 2021 sep;67(9):1311-1316. Doi: 10.1590/1806-9282.20210623. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.